Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an arthroscopic knee surgery the inner burr was bent. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the inner and outer tube of the burr, oval, flushcut, 12 flute, 5.0 mm x 13 cm were bent. Functional testing was not performed due to the damage to the device. The most likely cause of the reported failure can be attributed to user error due to touch any metallic object during use that cause the damage of the tubes.